Event description:
Device 1 of 2; reference MFR. Report #1627487-2019-03272.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2019-03272. It was reported that the patient had a system explant on an unknown date for an unknown reason. No further information available at this time.